Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the sjm rep met with the pt for reprogramming and pt was not receiving stimulation in the right low back and lateral aspect of the leg as desired. The pt was receiving some relief, however, the stimulation was in the left leg. The physician had x-rays taken which showed the lead had migrated. The pt was to meet with the physician regarding the issue.